Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the retention clip was visibly shrunken after being autoclaved. Rep had a backup ring from a different lot number so when it was seen that clip had shrank, it was immediately removed from the case. Following the case, the rep trialed the clip in a bipolar head and confirmed that it did allow the 28 head to fall out. Tolerances are not nearly tight enough for the clip to do its job. This was the 3rd time with the same lot number, same hospital and same surgeon that this clip has shrank after being sterilized. Rep is currently borrowing another clip from a different lot number in order to be able to complete cases. No pieces broke off in patient, all pieces were recovered. Surgery time was not extended due to any complications from depuy products.